Manufacturer narrative:
Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 09-apr-2011, UDI#: (B)(4); product ID: 8731, serial/lot #: (B)(4), ubd: 08-apr-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the pre-operative and post-operative diagnosis was status post implantation of pump and pump catheter was eroding through the skin in the right abdominal pocket. It was noted there was a small area on the right abdominal pocket through which the catheter was coming out of the skin. Operations performed included re-opening in abdominal pocket right and removal of the pump from the abdominal pocket and creation of a new pocket on the right flank and insertion of the pump in new pocket. The patient was taken to the operating room and anesthesia was induced using general endotracheal technique. The patient has a small area on the right abdominal pocket through which the catheter was coming out through the skin. Anterior abdominal wall on the right flank was prepped and draped in sterile fashion. A transverse incision was made through previous scar tissue in the anterior abdominal wall on the right side. The incision was depended and hemostasis obtained with bovine current. In the subcutaneous pocket, the pump was identified. The pump was taken out from the abdominal pocket and the extension catheter was cut about 5 cm from the pump and the pump was taken out and put it in the vancomycin irrigation. A transverse incision was made in the right flank. The incision was depended and hemostasis was obtained with bovine current. A subcutaneous pocket was created in the right flank. In the subcutaneous tissue, the extension catheter was identified. The extension catheter was pulled from the abdominal pocket to the new pocket in the flank. The extension catheter was trimmed by about 20cm and the distal end of the extension catheter was then connected to the pump catheter using a straight connector. All the connections secured in appropriate fashion. The pump was then implanted in the new pocket in the right flank the wounds were irrigated with a vancomycin irrigation. A new pocket was created on the right flank/creation of a subcutaneous pocket in the right flank and the pump was inserted in the new pocket. The new subcutaneous pocket was closed with interrupted 2-0 monocryl sutures on subcutaneous tissue and continuous 3-0 chronic suture to the subcuticular tissue. The skin was closed with staples. The old abdominal pocket was closed with interrupted 2-0 chronic suture on the subcutaneous tissue and continuous 3-0 chronic subcuticular sutures. The skin was closed with staples. The small area of dehiscence where the pump catheter was coming out was closed with a staple. Sterile dressings were placed and a regular dressing was applied. The patient tolerated the procedure well and went to recover in good condition. It was noted the patient lost 50 ml of blood. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on 2019-jan-04 indicated the circumstances that led to the pump/catheter eroding through skin was the patient was thin and the pump pocket was changed to the flank. No further complications were reported/anticipated.